Event description:
The caller says they have had at least six occurrences in the past six months whereby the tubing and filter disconnected, broke or tore. The tubing separated between the tubing and the top of the filter and leakage of medication noted. Tubing was discarded due to meds in set all being 5fu, a chemo drug. The medication turns white when it solidifies and was noted in patient's backpack as evidence of one event. No patient injury.

Manufacturer narrative:
Standard leak tests in air and water were performed. Complaint could not be duplicated or confirmed.